Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 30873 . Batch # unknown. It was reported by customer that the recent upgrade of the alaris pumps, nurses are having occlusion issues with the pca set. Verbatim: rcc received a complaint via email. Email(s) attached. Requesting troubleshooting assistance with the alaris pca set (ref (B)(4) ). States since the recent upgrade of the alaris pumps, nurses are having occlusion issues with the pca set. The alarm states occlusion on the patient side and it has happened with at least 50% of their patients. Customer response on (B)(6) 2024. 1. In your previous response, it was mentioned that the most recent event date was 11-25-2024. Could you please confirm if any earlier events were reported to bd? If so, please provide the complaint number. If not, could you provide the event dates in the format (mm-dd-yyyy), if available? This event also occurred on 11-19-2024, 11-21-2024, and 11-25-2024. There were additional event dates, but these are the only dates in which it was directly reported to me. Meredith- do you have a complaint number from the report that you previously made with technical support? 2. The provided lot# 24066698 does not match with material# 30873 but corresponds to material# 10800175. Could you please reconfirm the lot number? Yes, the lot number above corresponds with the pca administration set ref: (B)(4). I do not know what material #30873 is referencing. Is this for a bd product other than the pca administration set? If you can let me know specifically what product you would like the lot number for, I may be able to better assist.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review for material#10800175 and lot# 24066698 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24jun2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
Material # 10800175, batch # 24066698. It was reported by customer that the recent upgrade of the alaris pumps, nurses are having occlusion issues with the pca set. Verbatim: rcc received a complaint via email. Email(s) attached. Requesting troubleshooting assistance with the alaris pca set (ref (B)(4) states since the recent upgrade of the alaris pumps, nurses are having occlusion issues with the pca set. The alarm states occlusion on the patient side and it has happened with at least 50% of their patients. Customer response on (B)(6) 2024. 1. In your previous response, it was mentioned that the most recent event date was 11-25-2024. Could you please confirm if any earlier events were reported to bd? If so, please provide the complaint number. If not, could you provide the event dates in the format (mm-dd-yyyy), if available? This event also occurred on 11-19-2024, 11-21-2024, and 11-25-2024. There were additional event dates, but these are the only dates in which it was directly reported to me. Meredith- do you have a complaint number from the report that you previously made with technical support? 2. The provided lot# 24066698 does not match with material# 30873 but corresponds to material# 10800175. Could you please reconfirm the lot number? Yes, the lot number above corresponds with the pca administration set ref: 10800175. I do not know what material #30873 is referencing. Is this for a bd product other than the pca administration set? If you can let me know specifically what product you would like the lot number for, I may be able to better assist. Customer response on (B)(6) 2024. 1) yes, the referring material number "30873" is belongs to bd product (material description for the material number "30873" is pca set y conn check vlv 90 inch.) Can you please provide the lot number for the material number "30873"? We do not use any bd pca product with the material number of 30873, so I am unable to provide a lot number for this. The only pca set that is used in the facility is the pca kit with a material number 10800175 and lot number 24066698. 2) outcome of second follow-up, the lot number provided by the customer "24066698" is referring to material description ("pca kit y conn check vlv 90 inch") for material number "10800175" can you please confirm with the customer which material number ("30873" or "10800175") was affected one? As stated previously, the material number affected is 10800175.